Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient vision was worst than before and glare off lenses makes vision seem like water is floating around, it impacts my balance. The consumer was unwilling to provide further information.

Manufacturer narrative:
Additional information is provided in h.3, h.6, h.10. The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter¿s social media post did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The file was opened from a comment made on social media. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).